Event description:
The customer received a negative result for influenza b from the visby medical respiratory health test when running the positive external control swab. Visby cannot assess the root cause of the alleged negative result as the customer has not returned the visby test. No harm was alleged, and no patient samples were involved.

Manufacturer narrative:
The devices and controls were requested back for evaluation but have not yet been received. Once the device and control are received and/or investigated, a supplemental report will be submitted. D10: lot: 23227215 c4: treatment/ therapy start and stop dates (use block c4 to record the date that a diagnostic test was performed for reports that involve an in vitro diagnostic product.) Start date: (B)(6) 2024 stop date: (B)(6) 2024.

Manufacturer narrative:
(B)(6) 2024, (B)(6): attempt 1 for submission, failed due to etq errors. (B)(6) 2024, (B)(6): attempt 2 for submission, failed due to etq errors. (B)(6) 2024, (B)(6): attempt 3 for submission. The device was investigated by the visby failure investigation team (fit) engineer and the visby core lab team. The investigation procedure involves examining the final position of the various device components, testing other components for correct function, and testing the waste liquid reagent to assess for pcr performance, if necessary. While the device had lower waste volume in the final test than expected, based on the waste liquid reagent, the pcr proceeded as expected. Therefore, it was concluded that a device issue occurred during the spot development portion of the device run. Updated fields: b4. Date of this report. D9. Device availability. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type. H3. Device evaluated by manufacturer. H6. Type of investigation. H6. Investigation findings. H6. Investigation conclusions. H11. Manufacturer narrative.